Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Corrected information: g5. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation. Reviews of the complaint history, device history record, drawing, instructions for use (IFU), manufacturer¿s instructions, quality control procedures, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned package confirmed that one flexor high-flex ansel guiding sheath was returned to cook for investigation. Biomatter was noted throughout the device. The sheath was returned separated and wound with an unknown wire inserted through it. The unknown wire was also found to be separated at its distal end. The wire was not manufactured or sold by cook. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Furthermore, reviews of the manufacturer¿s instructions, drawings, specifications, and quality control procedures were conducted, and no gaps were discovered. Moreover, an IFU is provided with the device, which states that if resistance is encountered during sheath advancement, ¿assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal¿. The IFU also states that reinsertion of the dilator prior to removal of the sheath ¿increases the strength of the sheath and lessens the risk of device separation¿ and suggests insertion of the dilator prior to removal if resistance is encountered or anticipated during withdrawal of the device. Based on the information provided and the examination of the returned product, investigation has concluded that this event could not be traced to the device, but to unintended use error and the patient¿s condition. Reportedly, the dilator was not reinserted prior to removal and the patient¿s anatomy was scarred, calcified, and tortuous. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: unknown healthcare professional. PMA/510(k) number: pre-amendment. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an angiogram involving an (B)(6) year-old male patient, a flexor high-flex ansel guiding sheath uncoiled and the distal end separated upon removal of the device. Access was obtained in the left groin, which was reported to be scarred. Unknown manufacturers' wires, catheters, and angiography devices were used during the procedure. The patient's anatomy was reportedly tortuous, calcified, and scarred; further described as "full of plaque" with a steep bifurcation. The complaint device was in place for approximately 1.5 hours when removal was attempted over an unknown wire guide. Resistance was encountered upon insertion and removal of the device; however, the dilator was not inserted prior to attempted removal. A cut-down procedure, under general anesthesia, was required to remove the separated portion of the device. The patient is reportedly "fine". According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.